Event description:
Diagnostic procedure in 2005. The physician had difficulty accessing the site due to the pt body mass. Post procedure, the physician deployed the boomerang, dwell time was 20 minutes and the hold time was 5 minutes. Hemostasis achieved. One day later vascular surgery was performed due to a retroperitoneal bleed. There was a tear on a small branch off the femoral artery, at/near the femoral head. Pt stable.